Manufacturer narrative:
Terumo did receive the actual device and visual inspection noted no anomalies. The pump was performance tested and found squeal immediately. The squeal was present between 900 and 2600 rpms. Then noise dissipated after approximately four minutes and was unable to be recreated. The most likely cause is sufficient compression on the sealing surface. Each device is sound tested prior to being packaged. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump rattled. The product was changed out. There was no patient involvement as this occurred during prime. The surgery was completed successfully.